Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was exhibited, and no p-waves could be seen with the right atrial (ra) lead. Further testing was carried out by the clinician, indicating that the atrial lead was capturing the ventricle events during the atrial threshold test. It was suspected that the ra lead had dropped from the atrium into the ventricle. It was further reported that there is no plan to revise the lead as the patient has developed chronic atrial fibrillation. Reprogramming was performed for the device to ignore the atrium, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.